Event description:
Boston scientific received information that this patient's generator had been emitting tones. It was discovered that the right ventricular (rv) lead had shocking impedance measurements less than 20 ohms. The impedance measurements were able to be reproduced in the clinic. No shock therapy had been delivered recently. Technical services (ts) discussed issue at hand and stated that the patient is considered unprotected until the issue is resolved. No adverse patient effects have been reported.

Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional information becomes available, this report will be updated.

Event description:
Subsequent information indicates that the patient underwent a surgical procedure and the rv lead was surgically capped and a new lead was placed. No report that a shock was delivered into the possible shorted lead. No further adverse patient effects were reported.